Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that mega suturecut needle driver instrument stopped while suturing of the vaginal cuff. Upon inspection it was observed that the wires were protruding from the proximal end. The instrument was replaced and surgery was completed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.